Event description:
It was reported that the catheter was stuck on the wire. The target lesion was located in the right distal subintimal. Upon advancing a non-bsc wire through crossboss catheter, resistance was experienced. The wire was placed and the physician began to exchange the crossboss catheter, however removal became difficult and they were unable to remove the catheter from the wire. The wire and catheter were removed as unit. The procedure was ended. No patient complications were reported and the patient's status is stable and fine.

Manufacturer narrative:
Device evaluated by MFR: there was blood present in the shaft of the device. The guidewire was protruding 36.5cm from the hub of the crossboss device. The shaft was kinked and twisted 7cm from the strain relief at the proximal end of the torque device. Inspection of the remainder of the device presented no other damage or irregularities. The inner diameter (ID) of the catheter was measured at the distal end with a calibrated pin gauge set and was within the crossboss specifications. The outer diameter (od) of the returned guidewire was measured using a calibrated snap gauge. An attempt was made to remove the guidewire from the crossboss; however, the guidewire was unable to be removed. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the stuck guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter was stuck on the wire. The target lesion was located in the right distal subintimal. Upon advancing a non-bsc wire through crossboss catheter, resistance was experienced. The wire was placed and the physician began to exchange the crossboss catheter, however removal became difficult and they were unable to remove the catheter from the wire. The wire and catheter were removed as unit. The procedure was ended. No patient complications were reported and the patient's status is stable and fine.

Manufacturer narrative:
Patient age: over 18 years old. (B)(4).